Event description:
IV therapy nurse reported extension set leaking at the top of the maxplus connector at the valve blue septum. Customer stated "the septum is not stuck in and appears to be in the normal position". No pt harm or medical intervention required. No further event or pt info is available.

Manufacturer narrative:
(B)(4). . Visual examination of returned set showed the piston was securely in place, there were no tears and the housing was intact without evidence of cracks or crazing. The tubing and male luer showed no cracks, leaks, capillaries or other anomalies. Functional testing was performed and no leaks were observed, however, a small droplet of water was observed on the piston. The customer's report of a leak was not confirmed, the residual droplet that was observed after disconnection is a normal feature of the set and not a malfunction. The customer's report of a leak is not confirmed. The root cause of the observed droplet was the expected residual fluid from the syringe tip that is left behind upon disconnect.